Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? Can you identify the product code of the vicryl suture used? What was the condition of the tissue (normal, diseased, weakened)? How was the suture placed (interrupted or continuous)? What was the date of the reaction (post op day)? Does the patient have any allergies or other medical conditions? Was any treatment performed for the granuloma pain or reaction? What are the patient age, gender, weight, medications? What is the current condition of the patient?

Event description:
It was reported by surgeon that the patient underwent an eye surgery for strabismus on unknown date and the suture was used. Following the procedure, the patient experienced reaction on the suture ( muscle to sclera) with painful sensation, red eyes and local granuloma. The surgeon consider a new operation and opined that it seems not to be intolerance but rather an overreaction to conserving products of the suture. Additional information has been requested.